Manufacturer narrative:
Based on the results of the investigation, the product analysis confirmed and determined, that the device video cable was broken. Based on the results of the investigation, a probable root cause is expected or random component failure without any design or manufacturing issue. A device history review revealed, no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed, that during the device evaluation. The hd camera head had a broken video cable. There was no patient involvement.